Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certifcates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. This is a conservative filing. This report does not indicate a product failure or malfunction and it does not indicate that the device was out of specification.

Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient reported pain a few months later. A CT scan revealed that the most superior implant was malpositioned anteriorly. In (B)(6) 2014. The surgeon performed a revision surgery where he removed the superior implant. The implant was firmly in bone and required the removal adapter and osteotomes to remove. The patient's pain resolved following the procedure.